Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1 brand name and d4 model # updated. Zoll medical canada evaluated the returned electrodes (lot # unknown). Visual inspection showed burn marks and hair on the pads. The pads passed all testing. The investigation and corresponding pictures suggest poor coupling as a contributing factor supported by the data file review. The measured patient impedance and the difference in delivery patient impedance suggests the electrode pads were not making good contact to the patient. It's noteworthy to mention; the onestep complete electrodes IFU contain the following warning: "excessive body hair or wet, diaphoretic skin can inhibit electrode coupling to skin, which can lead to the possibility of arcing (popping) and skin burns." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to defibrilate a patient (age & gender unknown), a loud pop noise was heard. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.